Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was making an unusual grinding noise, the upper trigger was sticky, the coupling head was worn, the wire insulation on electronic control unit was damaged, and there was corrosion on the internal components. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from canada that the small battery drive device had intermittent function. During in-house engineering evaluation it was found that the device was making an unusual grinding noise, the upper trigger was sticky, the coupling head was worn, the wire insulation on electronic control unit was damaged, and there was corrosion on the internal components. The event was not reported to have occurred during a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.